Event description:
Edwards received notification that this valve model: 7300tfx25 was explanted due to severe regurgitation observed on postoperative echo. The doctor reopened the chest to exchange the valve. After implantation of the replacement valve, there was no regurgitation. As reported, upon examining the first implanted valve prior to implantation, the surgeon noticed that the leaflets had fold marks, but it was thought it was okay to use and proceeded to implant the valve.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted due to severe regurgitation observed on postoperative echo. The doctor reopened the chest to exchange the valve. After implantation of the replacement valve, there was no regurgitation. As reported, upon examining the first implanted valve prior to implantation, the surgeon noticed that the leaflets had fold marks, but it was thought it was okay to use and proceeded to implant the valve. Reportedly, the event was not due to product quality, but rather the event was an uncommon complication.

Manufacturer narrative:
H10 manufacturer narrative: it was further informed that the valve was not available for evaluation since it was discarded at hospital. Therefore, a product non-conformance or device failure could not be confirmed. Nevertheless, the investigation is still in progress, and a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3 other text : discarded.

Manufacturer narrative:
Added: e1 (contact first name and last name). Updated: h6 (investigation findings, investigation conclusions). H10: manufacturer narrative: the device was not returned for evaluation as it was discarded. No images, or medical records were returned for evaluation. In addition, the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information received, the complaint was unbale to be confirmed and a root cause of the failure of valve requiring an explant post-operatively could not be determined.